Event description:
It was reported that the device was explanted and replaced due to a system upgrade. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Concomitant product: 4076, lead, implanted: (B)(6) 2011. (B)(4).